Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the instrument fractured during open reduction internal fixation surgery on the left distal humerus. The handle of the periosteal elevator broke into two (2) pieces in the surgeon¿s hand. No fragments fell into the sterile field. Another device was readily available and was used to complete the procedure. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is did not cause serious injury and fracture of the instrument handle should be considered separately from fracture of the instrument tip. Fracture of the instrument handle has not been previously reportable. The initial report should be voided.